Event description:
The customer stated the unit was unable to consistently deliver energy during a test. Unit would only deliver energy 50% of the time. No pt involvement.

Manufacturer narrative:
The device has not been received but is anticipated. Upon receipt and completion of the investigation, a supplemental will be submitted.